Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl (lot 495986) and 117 mg/dl (lot 495682). Customer used two separate strip vials with two different lot numbers. No adverse event reported. Both vials of test strips were requested to be returned for evaluation.